Manufacturer narrative:
The reported event inappropriate or unexpected and no hv output were not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Final analysis did not find any anomalies.

Event description:
It was reported that the patient presented in the clinic for follow up. It was noted that the implantable cardioverter defibrillator (ICD) failed to deliver a shock as it entered backup mode while charging. The ICD was explanted and replaced on (B)(6) 2025. The patient was in stable condition.